Manufacturer narrative:
Literature reference: 10.1016/j.jacc.2019.11.058. If information is provided in the future, a supplemental report will be issued.

Event description:
The aim of this study was to assess the frequency and predictors of very late stent-related adverse events by stent type more than one year after percutaneous coronary intervention. The dataset consisted of 25,032 patients from 19 trials; 3,718 (14.9%), 7,934 (31.7%), and 13,380 (53.5%) patients were treated with bare metal stents (bms), first generation drug-eluting stents (des1), second generation drug-eluting stents (des2), respectively. Medtronic stents implanted included endeavor, resolute integrity and endeavor resolute stents. Patients implanted with des2 were assessed within one year and for a median duration of 4.1 years post stent implantation. Clinical outcomes reported in the study population included all cause death, cardiac death, target vessel myocardial infarction (mi) and non-target vessel mi, stent thrombosis and target vessel revascularization and non-tvr. Data confirmed that des2 were associated with lower rates of very-late major adverse cardiac events (mace), target lesion failure, mi, and stent thrombosis compared with des1.